Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument did not rotate well, it was not moving well. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not move freely with uncontrolled motion, but the instrument did not move in intended direction, it did not move as intended. The movements of the surgeon did not scale appropriately to the instrument and the instrument moved also with a delay when the surgeon commanded movement. However, the instrument was not shaky nor had friction. The issue was resolved by using a back-up instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was connected to the erbe generator and passed monopolar energy recognition. The instrument was connected to an in-house monopolar cautery cables on an in-house system, and passed energy delivery test. The instrument was fully functional. No product issue was identified. The complaint regarding the instrument does not rotate well, was not confirmed by failure analysis.